Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was discarded by the customer. However, clinical details provided were sufficient to determine a root cause. The cause of the access site bleeding was most likely a lack of vessel recoil onto the sheath since there was oozing despite following best practices for access site management. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, there was oozing from the impella access site. The team attempted angle matching, forward tension, securing the blue pad, and manual pressure but the issue persisted. The pump was then removed and there was no further intervention or patient harm reported. The patient survived the explant.